Event description:
It was reported that, during a tka surgery, a pin of a em tibial alignment tube macro loosened and completely fell out. This was noticed after the proximal tibia cut was made and the instrument was laid on a back table. It is unknown if there was a significant delay in surgery, and if there was a smith and nephew back up device available. No patient injury was reported. No other complications reported.

Manufacturer narrative:
H3, h6: the device, used in treatment was returned for evaluation. A visual inspection was conducted and confirmed the pin and spring that connects to the device is broken off the returned em tibial alignment tube macro. The broken pieces were returned with the device. A review of complaint history did not reveal additional complaints for the listed batch. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.